Event description:
It was reported that during a clinic device interrogation, oversensing due to possibly myopotential oversensing was noted on the implantable cardioverter defibrillator (ICD). A programming change was made. The patient was asymptomatic.